Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced a hypoglycemic event while using the dexcom g6 cgm system. The reporter stated the patient's sensor fell off her skin on the night of (B)(6) 2022. As a result, the reporter stated that the patient's receiver discontinued providing glucose readings and the patient suffered from a hypoglycemic event. The patient reportedly became very weak and had no energy. Her blood glucose meter value was measured and read approximately 4.0 mmol/l. The reporter then brought the patient to the hospital for treatment where she was kept for an unknown period of time. The reporter refused to provide any additional information regarding the incident, including what type of treatment the patient received at the hospital and whether they received the sensor failed alert after the sensor had fallen off. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.